Event description:
Pt's wife reported pt needs new pump. She was informed pump would be sent out. Medication spilled out of pump again, so they need a new one sent. Pt's spouse reported that the vyafuser malfunctioned. Pump expressing all contents of new syringe once attached. Pt wasted approximately 14 vials total with malfunctions. Rn requested they remove battery and allow 10 minute reset. Battery contact points on battery and pump cleaned with isopropyl alcohol. Pump restarted and is functioning properly now. No replacement pump needed at this time. Rn stated she would be requesting replacement vials on her end. Order for replacement pump cancelled as it is not needed at this time. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Dose/ frequency: administer the contents of 2 vials under the skin for up to 24 hours each day. Loading dose: 1.5ml, continuous dose: 0.4ml/hr (0.37ml/hr to 0.42ml/hr), extra dose: 0.2ml.